Event description:
The report from the field indicated that the 3.5 x 18mm cypher sds was prepped normally. As physician inflated stent at the lesion site he noticed that the inflation manometer would not go past 8 psi because balloon had ruptured. The stent had deployed in the lesion; therefore, the physician went in with a high pressure balloon and post dilated the stent to ensure complete deployment and wall apposition. Additional product, patient and procedural information has been requested and will be submitted within 30 days of receipt.